Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2018, revised and pump/cylinder set replaced on (B)(6) 2021 due to malfunction and urethral stricture. Because the available information did not indicate what factors may have contributed to the reported "malfunction", and because no functional abnormalities were noted, the cause of this reported event could not be determined. As examination of the components may not conclusively confirm or disprove the report of urethral stricture, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, additional information, received 02/05/2021: urethral stricture, malfunction of penile prosthesis. (B)(4): gross examination of the returned pump and two cylinders revealed no abnormalities. (B)(4): explanted device received. No other adverse patient effects were reported.